Manufacturer narrative:
The malfunctioning sample was returned to vygon us and forwarded to vygon (B)(4) for device evaluation and complaint investigation. The results of this investigation are still pending and will be communicated to FDA via follow-up MDR upon its conclusion.

Event description:
An occlusion was identified on a nicu patient while infusing tpn, lipids and flagyl. The PICC was removed. No adverse consequences to patient reported.